Event description:
It has been reported that pins of the oscillating saw attachment were broken. No patient harm or injury has been reported. No delay has been reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.